Event description:
It was reported that the procedure was to treat a 95% block in the mid left anterior descending artery lesion. The vessel was moderately tortuous and heavily calcified. The lesion was being predilated with the voyager nc 3.0 x 12 mm balloon catheter; however, while trying to advance the device, the balloon markers were difficult to visualize to place the balloon within the lesion. Although it was not certain, the physician may have tried to inflate the balloon. The device was removed and another balloon catheter was used to complete the procedure. Reportedly, there were no adverse patient effects. Though requested, no additional information was provided. Device analysis found the hypotube at the proximal end was separated and the marker lumens were disintegrated leaving loose particles mixed with the contrast in the balloon and inflation lumen.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were four devices used in the case, with the first two devices the clips were scissored and the third device the clips were stacked on top of each other, the fourth device the clips were scissored and came out on the top of each other; they then cut the cystic artery. They used a clip and a grasper to control the bleeding. No known reports of blood products were required.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).